Event description:
It was reported that the patient received 60 inappropriate shocks from their ICD due to an rv lead fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).